Event description:
It was reported that approximately 77 months after a right total knee replacement procedure, the patient underwent a revision procedure to address effusions, pain, and loosening. Initial surgery and revision surgery operative notes were provided. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices 4906188 - 02-022-35-5011 - truliant tib imp ps insert sz 5 11mm 4876544 - 02-020-11-0350 - truliant ps cem fem ps cem right sz 5 4894512 - 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t 4961600 - 201-78-15 - holding pin mini sharp point 4 pk 4558913 - 201-78-18 - holding pin headless no ribs w/30 deg pt 4 pack 4976625 - 521-78-23 - threaded pin size 2.3 collared 2pk 4915628 - 521-78-31 - threaded pin size 2.6 collarless 2pk. The product associated with the reported event is within the scope of recall 1038671-04/18/2024-002-r; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.